Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during a cataract surgery an ophthalmic system exhibited no aspiration. Patient details and patient impact was not reported. Additional information received indicated that phacoemulsification (phaco) handpiece was not cutting on quadrant, sculpt, cortex modes. Phaco lines had air in them and continued to have air, creating a difficult visualization for the surgeons. Occlusion tones were heard and system message was heard. Irrigation was continuous. Handpiece disconnected, tubing was re-primed, and connected new handpiece and tubing. Surgery was completed on same with no reports of patient harm. This report pertains to the handpiece used by the initial reporter.